Manufacturer narrative:
The event occurred in the (B)(6).

Event description:
Reporter alleged obtaining the results of hi (greater than 33.3 mmol/l) and 4.8 mmol/l back to back within 10 minutes on the aviva expert system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.